Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a proximal femoral nailing system (tfna) cannulated stepped drill bit tip broke off while reaming during hip surgery. The metal tip was retrieved using a pituitary. Fragments were generated but were removed easily without additional intervention. There was a five-minute surgical delay. The procedure successfully completed. The patient outcome is unknown. This report is for one (1) 6mm/9mm cannulated stepped drill bit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2020. H3, h6: picture review: there is a broken cannulated stepped drill bit tip visible on the picture. Breakage of a broken drill bit tip can be confirmed. The review of the picture does not allow to any determination of any root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.